Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, the patient experienced a skin reaction with itching, inflammation, dry skin, drainage, and pustules, spreading to the legs and arms. The reaction was treated with a simply feet moisturizer (over the counter). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.